Manufacturer narrative:
Concomitant medical products: 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head; catalog: 47248403250; lot: 64935109. Z nail cmf nail cap 10mm; catalog: 47250000210; lot: 3056971. Therapy date: (B)(6) 2021. Event description: it was reported that the patient received an implant on (B)(6) 2021. After 2 weeks from the initial surgery, the surgeon found the lag screw migrated on the radiographical follow-up. The patient is being monitored, but no revision surgery has been planned so far. Harm: s2 - instability, minor. Hazardous situation: implant deteriorates, breaks or loses function postoperatively. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: two undated frontal images of the left proximal femur have been received. The following evaluation has been performed by a radiologist. Image 1 & 2: likely taken at later time point. Image 2 is suspected to be the earlier image in the series which demonstrates fixation of and inter trochanteric fracture with a femoral nail with both proximal and distal interlocking screws. The sleeve base of the proximal screw is noted to be minimally lateral to the lateral cortex of the femur. Image 1 is suspected to be the image taken at a later time point which demonstrates further backing out the proximal screw likely sleeve, now with the base located within the soft tissues lateral to the proximal femur. An additional screw has now been placed which is more proximal to the screw. Large amount of heterotopic bone seen adjacent to and inferior to the lesser trochanter. Backing out of the initially placed proximal locking screw sleeve. This can be seen with loosening and/or subsidence. Besides the backing out of the screw, the overall fit and alignment appear normal. Bone quality appears normal. Product evaluation: the devices remain implanted. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no relevant deviations or anomalies during manufacturing. Surgical technique: surgical technique sap (B)(4) rev 0: the correct implantation and insertion (tls placement and set screw locking) is described in the surgical technique. Please also note the following section regarding set screw locking: after the tls is placed, the pre-assembled setscrew in the nail must be tightened with the torque limiting handle offered with the system, to prevent the tls sleeve from moving post-operatively. An anterior support screw can be placed in addition to the tls to provide rotational stability and support the treatment of unstable intertrochanteric fractures with large posteromedial (lesser trochanter) and posterolateral (greater trochanter) fragments, preventing excessive lag screw sliding post-operation. Conclusion: it was reported that the patient received an implant on (B)(6) 2021. After 2 weeks from the initial surgery, the surgeon found the lag screw migrated on the radiographical follow-up. The patient is being monitored, but no revision surgery has been planned so far. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the radiographs, the reported sliding can be confirmed. No product was returned, hence visual and dimensional evaluation could not be performed; therefore, the condition of the parts is unknown. Based on the available information it is not possible to determine the root cause for this issue. A further and more comprehensive investigation ((B)(4)) was initiated to determine the necessity of potential corrective and/or preventive actions. According to the current available information, there are no confirmed product nonconformity related to the issue. There are also no known design or manufacturing related issue to the znn cm fortis nails and lag screws at this time. A possible contributing factor for the migration could be a malreduction or a really unstable fracture. By considering these factors and the corresponding use of the system, good results can be expected even in this demanding situations. This is also confirmed by an hcp review. It is also mentioned that a minor backout of the tls is not a clinical issue. The need for corrective measures is not indicated and zimmer (B)(4) manufacturing (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4) the following reports are associated with this event: 0009613350 -2021-00640.

Event description:
It was reported that the patient received an implant on (B)(6) 2021. After 2 weeks from the initial surgery, the surgeon found on the radiographical follow-up that the lag screw migrated. The patient is being monitored, but no revision surgery has been planned so far.

Event description:
It was reported that the patient received an implant on (B)(6) 2021. After 2 weeks from the initial surgery, the surgeon found on the radiographical follow-up that the lag screw migrated. The patient is being monitored, but no revision surgery has been planned so far.

Manufacturer narrative:
Concomitant medical products: 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head; catalog: 47248403250; lot: 64935109. Z nail cmf nail cap 10mm; catalog: 47250000210; lot: 3056971. Therapy date: (B)(6) 2021. Event description: it was reported that the patient received an implant on (B)(6) 2021. After 2 weeks from the initial surgery, the surgeon found the lag screw migrated on the radiographical follow-up. The patient is being monitored, but no revision surgery has been planned so far. Harm: s2 - instability, minor. Hazardous situation: implant deteriorates, breaks or loses function postoperatively. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: two undated frontal images of the left proximal femur have been received. The following evaluation has been performed by a radiologist. Image 1 & 2: likely taken at later time point. Image 2 is suspected to be the earlier image in the series which demonstrates fixation of and inter trochanteric fracture with a femoral nail with both proximal and distal interlocking screws. The sleeve base of the proximal screw is noted to be minimally lateral to the lateral cortex of the femur. Image 1 is suspected to be the image taken at a later time point which demonstrates further backing out the proximal screw likely sleeve, now with the base located within the soft tissues lateral to the proximal femur. An additional screw has now been placed which is more proximal to the screw. Large amount of heterotopic bone seen adjacent to and inferior to the lesser trochanter. Backing out of the initially placed proximal locking screw sleeve. This can be seen with loosening and/or subsidence. Besides the backing out of the screw, the overall fit and alignment appear normal. Bone quality appears normal. Product evaluation: the devices remain implanted. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no relevant deviations or anomalies during manufacturing. Surgical technique: surgical technique sap (B)(4) rev 0: the correct implantation and insertion (tls placement and set screw locking) is described in the surgical technique. Please also note the following section regarding set screw locking: after the tls is placed, the pre-assembled setscrew in the nail must be tightened with the torque limiting handle offered with the system, to prevent the tls sleeve from moving post-operatively. An anterior support screw can be placed in addition to the tls to provide rotational stability and support the treatment of unstable intertrochanteric fractures with large posteromedial (lesser trochanter) and posterolateral (greater trochanter) fragments, preventing excessive lag screw sliding post-operation. Conclusion: it was reported that the patient received an implant on (B)(6) 2021. After 2 weeks from the initial surgery, the surgeon found the lag screw migrated on the radiographical follow-up. The patient is being monitored, but no revision surgery has been planned so far. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box ((B)(6)). Based on the radiographs, the reported sliding can be confirmed. No product was returned, hence visual and dimensional evaluation could not be performed; therefore, the condition of the parts is unknown. Based on the available information it is not possible to determine the root cause for this issue. A further and more comprehensive investigation ((B)(4)) was initiated to determine the necessity of potential corrective and/or preventive actions. According to the current available information, there are no confirmed product nonconformity related to the issue. There are also no known design or manufacturing related issue to the znn cm fortis nails and lag screws at this time. A possible contributing factor for the migration could be a malreduction or a really unstable fracture. By considering these factors and the corresponding use of the system, good results can be expected even in this demanding situations. This is also confirmed by an hcp review. It is also mentioned that a minor backout of the tls is not a clinical issue. The need for corrective measures is not indicated and zimmer (B)(6) manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4) the following reports are associated with this event: 0009613350 -2021-00640.